Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative (rep) regarding an implanted infusion pump for non-malignant pain and failed back surgery syndrome. The pump was used to deliver unknown morphine. Dose and concentration information was not reported. It was reported that after the entire catheter was replaced on (B)(6) 2024 (see manufacturer report # 3004209178-2024-13861), the hcp was unable to push dye into the new catheter. The new catheter had been placed above where the existing catheter was in the spine. Per the reporter "everything is attached". Per the reporter "everything is attached". They were using a 3ml syringe and were unable to aspirate and could pull back very little fluid due to resistance. There were no notable kinks or occlusions. They repositioned the patient, but this did not help. Technical services recommended confirming that the needle was not damaged and assessing the pump and catheter connection.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from the company representative (rep) via the healthcare provider (hcp) reporting that the cause of the inability to inject the catheter was unknown. There were no actions/interventions that were taken to resolve the inability to inject the catheter. Physician saw patient in clinic yesterday and pain relief was improved and no large discrepancy was found with refill.